Event description:
Patient's right hip was revised due to high metal ions and pain - hipstar stem. Surgeon performed an osteotomy around implants to remove - surgeon noted a lot of gray matter built up around trunnion of neck and head, surgeon also noted several times that the bone removed from around explants was noted to be rubbery and soft.

Manufacturer narrative:
It was noted that no additional records will be provided by hospital. Therefore, the exact cause of the event could not be determined because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated that there have been no other events for the reported lot. Patient retained device.